Manufacturer narrative:
(B)(4). Model 9805p, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer stated that the front casters allegedly locked up on the lift and the frame was allegedly bent as the lift fell over. No injury alleged.